Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet and recurrent mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with grade 4. There was difficulty getting a transseptal puncture. The surgeon took over and got a superior puncture. The clip delivery system (cds) was advanced and the clip came out hugging the aorta. A lot of knobs had to be used and the clip was implanted, reducing mr to 1. The patient anatomy presented difficult imaging and shadowing was present on the clip throughout the case . Transgastric image was used to double verify leaflet insertion. It was decided not to use a second clip. On (B)(6) 2021, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2021, an additional clip was implanted reducing mr from 4 to 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult or delayed positioning (anatomy) appears to have been a result of procedural conditions. The reported poor imaging appears to have been a result of challenging patient anatomy. A cause for the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) appears to have a cascading event of the slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for, is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.